Event description:
The customer reported that they received a visual alarm but no audio alarm for a tachycardia event. No pt was harmed.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.